Event description:
As reported, the sealant protection of the sealant part of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The device was intended to be used for a transarterial chemotherapy embolization (tace) treatment. The device will be returned for evaluation. Addendum: product evaluation demonstrates that the sealant was exposed on the distal end, in manufacturing position, with obvious swelling due to the sealant sleeves being frayed/ split.

Manufacturer narrative:
As reported, the sealant protection of the sealant part of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The device was intended to be used for a transarterial chemotherapy embolization (tace) treatment. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the buttons 1 and 2 were not depressed, and the stopcock was found in the open position. The sealant was present and exposed on the distal end while in its manufactured position with obvious swollen conditions. This was due to the observed frayed/split/torn evidence of the sealant sleeves that could be related to the reported damaged malfunction. The catheter sheath introducer (csi) used with the unit were not returned for this evaluation, but the syringe was received. No additional anomalies were observed during this analysis. Per functional analysis, an insertion/withdrawal functional test was attempted to be performed. Nevertheless, the exposed and swelled portion of the sealant generated a resistance to the introduction into the applicable csi. Additionally, a functional test was executed due to the observed premature exposure of the sealant of the received unit. Using the returned syringe, the complete deflation of the balloon was promoted, and after obtaining the adequate tension indication, buttons 1 and 2 were depressed. This achieved the expected mechanism of deploying the sealant and retracting the balloon successfully, showing no traces of malfunction that could be related to a compromised mechanism. Per microscopic analysis, a magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeves portion did present conditions that could be related to the reported event per the customer as damaged since a frayed/split/torn condition could be confirmed. Additionally, a prematurely exposure state of the sealant was observed on the distal portion of the device. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly was noted to be frayed/split/torn. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4).